Event description:
It was reported that the patient is deceased and died approximately eight months post device implant. Additional information obtained indicated the cause of death was malignant arrhythmia. The circumstance of death has been requested and has not been received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Attempts to obtain additional information were unsuccessful.